Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of over 500 mg/dl. Customer stated that the insulin pump was not delivering any insulin and she did not receive an alarm. Customer stated that her infusion set had a glitch in the tubing. She stated that she performed the manual prime and no insulin came out and the insulin pump did not alarm. Nothing further was reported.